Event description:
It was reported that this event involved a male pt with no further pt info. During the night shift rounds, the rn noticed a dampened spot under the pt where the catheter was broken. While further checking, pt the nurse found that the secured epidural catheter had "broke apart" as in half. The break happened a few inches from the snap lock adapter which was taped onto the pt's shoulder. The catheter appeared to be in two pieces. Additional info received on 04/13/2010 from the sales rep stated there was no problem removing the catheter from the pt because the epidural was broken at the proximal end of the catheter just an inch below the snap lock adapter. They removed the epidural catheter earlier than normal and did not insert another catheter into the pt. As a result, the catheter was immediately removed from the pt. There were no reported consequences to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.